Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-jun-2010 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that device had intermittent keyboard disconnection and unresponsiveness on the medstation, where logs indicated repeated hid device removal events and users experienced freezing along with flashing keyboard lights, requiring frequent reboots. A field service engineer (fse) powered down the system, disconnected the alternating current (ac) power, accessed the top cover, disconnected the existing keyboard universal serial bus (usb) cable, removed keyboard from the mounting area, inspected the keyboard connection and cabling and replaced the keyboard assembly. After installation, the device was tested by verifying full key functionality, successful user login, and running hardware test application (hta) diagnostics with no errors. The fse also reseated the connections as a part of verification. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, screen was freezing and did not allow ID entry. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.